Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient underwent a procedure to assess the drainage of the pseudocyst. During this procedure, it was noted that the stent had migrated into the patient's stomach. The stent was removed from the patient. Reportedly, the patient's pseudocyst had resolved at the time of the migration. There were no patient complications reported as a result of this event.